Event description:
It was reported that the renasys touch device was not charging.

Manufacturer narrative:
Please see below the results of our investigation: the reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the rear casing. The reported complaint could not be replicated during the functional evaluation. All test functions were tested and performed as expected and everything was working within specification including the battery function. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.